Event description:
It was reported that the patient underwent a revision of a total knee approximately six (6) years post-implantation due to implant loosening. Attempts have been made and no further information has been provided.

Manufacturer narrative:
(B)(4). Event date - sometime in november 2011 implant date - sometime in (B)(6) 2005 explant date - sometime in (B)(6) 2011 item# unk femoral component; lot# unknown foreign - event occurred in the UK no product was returned or pictures provided; visual and dimensional evaluations could not be performed. Medical records were not provided. Part and lot identification are necessary for review of device history records, neither were provided. A definitive root cause cannot be determined. The complaint is not confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Medical records were provided and reviewed by a health care professional. Review of the available records identified the following: revision right nexgen knee, psi total knee replacement. No histopathology; the revision in 2019, resulting in a second implant was because the 2011 implant became unstable. It was the 2019 operation during which a tool was missing from the biomet knee replacement kit. The root cause from the previous investigation remains unchanged. If any further information which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
D6a: exact implant date unknown - sometime in (B)(6) 2011. If any further information which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the patient underwent a knee revision approximately seven (7) years and three (3) months post-implantation due to instability. Attempts have been made and no further information has been provided.